Manufacturer narrative:
A1-a4: patient information updated. D4: product sn and UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the centrimag was on a patient at the time of the event, however no adverse events were reported. The alarm was able to cleared each time it appeared, but the clinic was concerned for the fact that the alarm kept reappearing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated following the reported event of s3 alarms; however, it was determined that the motor was unrelated to the cause of the reported event. It was revealed that the root cause of the reported event was related to the returned centrimag console. The console¿s evaluation and review of the associated log file are addressed via the console investigation. The reported event could not be correlated to an issue with the centrimag motor. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag console displayed an s3 error code intermittently multiple times. A similar issue was reported on the device in the past (MFR# 3003306248-2024-00025, 3003306248-2024-00026). The customer would like to send the device in for service.

Manufacturer narrative:
A1-4: patient information pending follow up with customer. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.